Manufacturer narrative:
Covidien reference number (B)(4). Field service engineer (fse) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.